Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a falsely decreased co2 result was generated on the architect c8000 analyzer. Sid (B)(4). An initial co2 result of less than 5 meq/l was generated. The sample was repeated and a result of 27 meq/l was generated. The patient was treated with oxygen as a result of the low co2 result. The customer stated that they did not know if this was the only reason the patient was treated with oxygen. No further information was provided regarding the patient.

Manufacturer narrative:
The complaint was opened regarding multiple assay results flagged < generated by the architect c8000 analyzer. Field service (fs) resolved the issue on (B)(6) 2016 by replacing the small syringe valve tubing and manually cleaning the cuvette segments and cuvettes. Further information from the customer indicated that additional results flagged < were generated. On (B)(6) 2016 fs found a cuvette segment with a detached (unglued) bottom which allowed a cuvette to sit lower so it retained residual water after cuvette washing. The residual water diluted the reaction mixture of the following test causing false low results flagged <. Fs believes the cuvette segment was damaged during manual cleaning on (B)(6) 2016. Fs replaced the cuvette segment to resolve the issue. Customer complaint data was reviewed and no adverse trends were identified related to the small syringe valve tubing or the cuvette segment. The architect system operations manual was reviewed and was found to adequately address the issue. The complaint information reasonably suggests a malfunction of the small syringe valve tubing and cuvette segment which both appear to have been damaged during handling. However no systemic issue or product deficiency was identified.

Manufacturer narrative:
Updated device evaluation. The customer reported a falsely decreased co2 result of < 5 meq/l was generated. On (B)(4) 2016 field service found a cuvette segment with a detached (unglued) bottom which allowed a cuvette to sit lower. Replacement of the cuvette segment resolved the issue. An investigation of the returned cuvette segment determined the cause to be a manufacturing error in which glue was not properly applied at two struts on the cuvette segment. This was determined to be an isolated event on one cuvette segment during the manufacturing process with no evidence of a systemic deficiency for this manufacturing defect. Customer complaint data was reviewed and no adverse trends were identified related to the cuvette segment. The architect system operations manual was reviewed and was found to adequately address the issue. The complaint information reasonably suggests a malfunction of the cuvette segment. However no systemic issue or product deficiency was identified.

Manufacturer narrative:
Further investigation of the customer issue was performed. The suspect medical device was changed from the architect c8000 system, ln 01g06-11 to the architect c8000 cuvette segment, ln 01g46-01 (same manufacturing site). (B)(4). An abbott investigation has determined that the bottom of the cuvette segment may detach due to either excessive force applied during manual cleaning of cuvettes or cuvette wash tower crashes, or due to lack of sufficient glue during cuvette segment manufacturing (c4000 and c8000 only). A product correction letter will be issued to all current architect c4000 analyzer, architect c8000 system and architect c16000 system customers to inform them that the base of the architect cuvette segment may become detached under specific conditions causing the potential for falsely depressed clinical chemistry patient results to be generated. The letter provides additional guidance for the operators to inspect cuvette segments in situations where excessive force may have been applied including manual cleaning and/or cuvette washer movement errors.

Manufacturer narrative:
The correction/removal reporting number was added. The product correction letter was issued on (B)(4) 2017.